Event description:
Report 3 of 4 for the same event: it was reported that during an unspecified surgical procedure, it was observed that the motor device was not holding three cutter devices. According to the report, the cutter devices were spinning out of the motor device while in use. There was a delay in surgery; however, the specific time of the delay was not specified. A spare motor device and spare cutter devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.